Manufacturer narrative:
Result of investigation: exact root cause is not determinable. Most likely the failure is due to the blower electronics. Alarm 241 " blower temperature high" & alarm 240 "blower temperature too high". Triggered a minute apart and blower failure occurred at (B)(6) 2021 10:39:01. As a resolution initiated a warranty replacement for the blower.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files has been sent and vyaire technical support asked the customer to check all filters, sensor and to perform the corresponding sm troubleshooting steps. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has technical failure 316 "blower failure". There was no patient involvement associated from this reported event.